Event description:
It was reported that the atrial lead exhibited noise, which led to inhibition of pacing. The lead had a history of noise and low impedance since (B)(6) 2014. The lead was explanted and replaced. The patient was stable upon discharge.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.